Manufacturer narrative:
One pneupac parapac ventilator was returned for analysis. Upon visual inspection the battery compartment was observed to be damaged. Based on the evidence the complaint was confirmed. The root cause was found due to impact by being dropped by the user.

Event description:
Information was received indicating that a smiths medical pneupac parapac ventilator was dropping cause the battery compartment to come out and is now shorting out. There were no reported adverse effects.